Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance was unable to be confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported resistance could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal femoral artery. The armada 35 balloon catheter met resistance with the non-abbott guide wire during advancement; however, post dilatation was performed successfully. During removal, the armada 35 met resistance again, but due to the torque device attached to the guide wire, vessel access was maintained and the armada 35 was removed. A new balloon catheter was used with the same guide wire without resistance. The procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.